Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On (B)(6) 2015, an fse conducted on-site follow-up with the customer. The fse replaced the small syringe, adjusted the sys in1 to 115 from 110 and verified that the instrument returned to normal operation. No further actions are required. The most probable cause of the reported event was due to a defective small syringe.

Event description:
On (B)(6) 2015, a customer reported low total area with their g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.